Event description:
It was reported that the customer experienced a high blood glucose (bg) level. Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered manual injections to address bg level. Customer updated their pump settings to address the event.